Event description:
It was reported that a large volume infusor had leaked a few hours into the infusion of fluorouracil. The leak was observed at the luer lock connector. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 22, 2013 and january 23, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted that the flow restrictor and approximately half of the tubing was not returned with the infusor. A functional leak test was performed on the rest of the unit, and no signs of leak were observed. The evaluation could not verify the leak at the luer lock, as that part was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.